Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent reconstrainment difficulties were encountered. A 20x80/10fr uni plus 75cm wallstent® was advanced to treat the lesion; however, the stent failed to reconstrain. The whole device was removed and the procedure was completed with another different size stent. No patient complications were reported and the patient's status was fine.